Event description:
It was reported that this inflatable penile prosthesis (ipp) functioned for 3 to 4 months but gradually became more difficult to inflate the cylinders. When the pump was squeezed, it remained flat and did not refill. Troubleshooting was performed but was unsuccessful. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. Functional test revealed that the pump did not pass the inflation and activation test. Based on the information available and analysis results, the reason for the inflation issue, mechanical issue and the collapsed/dimpled/flat pump was most likely determined to be the pump not passing the inflation and activation test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis of results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) functioned for 3 to 4 months but gradually became more difficult to inflate the cylinders. When the pump was squeezed, it remained flat and did not refill. Troubleshooting was performed but was unsuccessful. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.